Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated the infusion device shut off without first providing an error or alert message which caused the patient to have hyperglycemia. The patient had symptoms of nausea, belly pain, and felt sick. The patient was taken to the hospital and the blood glucose level was "over 600 mg/dl" at the hospital. The patient was treated with insulin via infusion. The patient was hospitalized from (B)(6) 2015. The infusion device was requested to be returned for product evaluation.